Manufacturer narrative:
Events not associated with lvad therapy, such as sepsis and clostridium difficile were reported. Although these events were not linked to lvad therapy, they will be described in the MDR to describe all of the events prior to death in their entirety. Age of device: 21 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was initially reported that lvad system showed high flows and power spikes. Patient had a respiratory arrest on (B)(6) 2018 and got intubated. It was reported that patient's lactate dehydrogenase (ldh) continued to trend up to as high as 2454 u/l on (B)(6) 2018. No ramp study was performed since patient was unstable after the arrest. Patient exhibited multi organ failure (mof). Patient was off coumadin and heparin inr above 2.0 and was auto-anti-coagulating or did not need blood thinner medication. Previously, patient was on broad antibiotic coverage for pseudomonas in the respiratory tract and in the blood. Patient was empirically treated for clostridium difficile infection. Patient was on zosyn 2.25g every 6 hours, micafungin 100 mg daily, vancomycin 125 mg every 8 hours and flagyl 500 mg every 8 hours. It was reported that patient was in septic shock (pseudomonal bacteremia) on (B)(6) 2018, was placed on vasopressin (0.2 u/min), epinephrine (0.2 u/min) and levophed (0.2 u/min), became anasarcic and jaundiced then developed seizures. Echocardiogram was performed which showed patent foramen ovale (pfo) shunting. Mean arterial pressure (map) was measured 40 mm hg only. Patient had been persistently acidotic on continuous veno-venous hemofiltration (cvvh) and on sodium bicarbonate gtt. Despite vent, patient was on sodium bicarbonate support. Patient expired on (B)(6) 2018. No equipment will be returned. No further information was provided.